Event description:
Technician alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found the brake caster and block mechanism are causing the issue. The technician replaced the brake caster and block mechanism to resolve the issue.